Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached 174 mg/dl. The patient reported being unsure if the cannula was properly seated.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the needle mechanism assembly not deployed. The investigation of the pod data found that it was deactivated at the end of first prime. The pod data showed no alarms, timeouts, or drive stalls occurred. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies. The pod deactivated prior to when the needle mechanism assembly would deploy and insert the cannula. Therefore, no problems were found regarding the reported needle mechanism failure and unsure properly inserted events.